Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they inflated the balloon dilation catheter to a certain amount, but it burst. On visual inspection, the balloon part was wrinkled and crushed, so they could not confirm the damage. Meter part of main body. The base was cracked and came off.

Event description:
It was reported that they inflated the balloon dilation catheter to a certain amount, but it burst. On visual inspection, the balloon part was wrinkled and crushed, so they could not confirm the damage. Meter part of main body. The base was cracked and came off.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted the sample catheter was received in a closed ziploc bag identified with a biohazard label and sterilized by eto label; customer complaint (B)(4) is handwritten in the bag. Inside the ziploc bag there was the balloon catheter, the outer shaft of the catheter had two kinks. The balloon hub reads 5 mm x 6 cm/ 30 atm and wire hub reads 0.038 (0.97mm) wire. The refold tool was in the catheter and the balloon guard was not present. The sample was evaluated in the bio testing lab first performing a visual inspection of the device, during this visual inspection there were identified two kinks in the outer shaft. Functional evaluation noted upon completion of the visual inspection, a functional testing was performed introducing a guidewire though the wire hub; there was some resistance during the introduction of the guidewire in the kinked areas; however, it was possible to fully introduce the guidewire. Then using the balloon hub the catheter was filled with distilled water using an inflation device. The balloon was inflated and pressurized to 10 atm and no leaks were observed, therefore it was pressurized up to 30 atm and no leaks of irregularities detected. After this the balloon was deflated applying vacuum in the inflation device. Based on the results of the sample evaluation, this complaint is unconfirmed since the balloon was inflated and deflated without complications and no irregularities were observed. Also received 3 photo samples. First photos sample shows top view of balloon dilation catheter and broken inflation device. Second photo sample zooms in on end of balloon catheter. Third photo sample shows breakage point between pressure gauge and inflation device. No root cause could be found because the reported event was unconfirmed. The DHR review and the labelling review are not required as the reported event is unconfirmed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.